Event description:
It was reported that bd syringe allergy 1ml w/ndl 27x1/2 rb needle pulled out of hub. On 19 mar 2026, x received a complaint from the office of x involving the becton dickinson bd 1 cc 27g x 1/2" intradermal bevel syringe/tray (item: bd5540, lot: 5010023, exp. Date not provided). "It was brought to my attention that a patient who gives his own allergy injections told x that when he put his allergy syringe into his vial to extract serum the needle was pulled loose from the syringe and became lodged into the rubber stopper of the vial. X said it did just happen in the office while giving one of our in-office allergy injections. I'm reporting this because we would not want it to happen and a needle get stuck in someone's arm or leg. The lot number of needles we have is 5010023 and we have 9 unopened cases and probably another one to one and a half-opened case that we are continuing to use, as we have no other lot to use." No further information is expected from the reporter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.